Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The customer stated the phosphorus calibration failed and the quality control was out of range low when using a new phosphorus reagent assay on the architect c8000 analyzer. There was no impact to patient management reported.